Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of urinary tract infection (not device related) is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the cheeks with juvéderm voluma® xc six months ago. The patient experienced ¿nodules¿ in the cheeks. The patient was then injected in the lip with juvéderm vollure¿ xc and experienced a ¿2 cm nodule¿ in the lip. The patient also experienced a non-device related ¿urinary tract infection (uti).¿ this is the same patient reported under MDR ID# 3005113652-2021-00115 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm voluma® xc.